Manufacturer narrative:
The insulin pump received with broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. Plastic cover over the gasket that covers the reservoir was damaged. Reservoir can still be locked in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.